Manufacturer narrative:
Center reported damaged poly core. Cause of damage could not be determined. Review of mfg records showed no anomalies. Implant was used 6 1/2 years in young active pt. Wear expected.

Event description:
Pt had the star ankle poly core exchanged due to pain around the primary poly core.